Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, it was noted that the mid-crown of the main body was bent while pulling down the pigtail catheter. The physician rotated the whole device while applying force, and the mid-crown shape was recovered. Polymer was then injected, which did not fill the first ring of the contralateral limb to the main body. Patient's vitals were noted as stable. The physician attempted to push the device in order to obtain a complete fill, but was unsuccessful. The contralateral side was then cannulated and balloon touch-up was performed. Angiography revealed a type ia endoleak. Balloon touch-up was performed at the proximal portion of the stent graft as well as the contralateral limb with a coda balloon. The procedure was then completed with implant of the three (3) ovation ix iliac limbs. Although a type ia endoleak was still observed, the physician elected to conclude the procedure and continue to monitor the patient.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto, intraoperative bent mid crown (resolved), no fill (first ring of the left contralateral limb) and type ia endoleak (unresolved) are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3 awareness date: h6 health effect - clinical code; remove 1924. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.